Manufacturer narrative:
Upon reassessment of the reported event, it was determined that no serious injury was reported as a result of this product malfunction. Additionally, this malfunction has not previously been reported to integrity implants as having caused or contributed to a serious injury on a same/similar device in the past. The initial report was submitted in error and should be voided.

Event description:
Upon reassessment of the reported event, it was determined that no serious injury was reported as a result of this product malfunction. Additionally, this malfunction has not previously been reported to integrity implants as having caused or contributed to a serious injury on a same/similar device in the past. The initial report was submitted in error and should be voided.

Event description:
It was reported that 6-week post-operative xrays of the patient showed that two tulips were not secured to the screw shanks in a two-level bilateral construct. Immediate post-operative imaging was not available for review. Since the construct is still unilaterally intact at both levels and the patient is doing well, the surgeon and patient have elected not to perform a revision surgery at this time. The surgeon will continue to monitor the patient and if it is determined at a later date that a revision is required, integrity implants will be notified and a supplemental MDR will be submitted.